Event description:
It was reported that the handpiece continued to run with the safety on during setup prior to the start of a surgical procedure. There was no pt involvement. The planned case was completed with a back-up device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a corroded rotor, which was replaced along with other components. Svc repaired and returned the device to the customer.